Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 04-may-2017, fse arrived at the site to address the reported event. Fse replaced the sample loop, rotor seal, and stator face. Then he cleaned & lubricated the small and large syringe assemblies, flushed all tubings and the sample needle. The sample needle was also realigned. Fse ran quality control (qc) and calibration on both analyzers and total areas were normal. No further action was required by field service. The most probable cause of the reported event was fault/ failure of the large syringe.

Event description:
On (B)(6) 2017, the customer reported receiving low total areas with samples on their g8 analyzer. The customer stated that they changed the sample needle with no resolution. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.